Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During functional testing, the reported problem "loses power" was not reproduced. Evaluation performed the battery test on unit. Unit displayed a state of health of 98%, state of charge is 100%, and battery voltages are all actively charging. A set was successfully able to be loaded and run. Visual inspection of the battery, battery enclosure, contacts, ground wire and flex connections all passed. The unit was hooked up to a known good ac adapter and displayed no symptoms of the reported problem from the customer. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Full release testing will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had lost power during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.